Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information requested but not received.

Event description:
It was reported a patient's pacemaker presented with under-sensing on the atrial channel. No changes were reported. The patient was stable.